Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic sphincterotomy (est) with sphincterotome, the cutting wire of the subject device broke. The doctor used another sphincterotome of same model and then the cutting wire broke again. The devices were returned to omsc for investigation. During the investigation, omsc found the plastic coatings on the cutting wires were partially missing. The facility reportedly completed the procedure using another sphincterotome. There was no report of pt injury regarding this report.

Manufacturer narrative:
The investigation also confirmed that the cutting wires were broken at the coated portion and the broken sections were melted and burned. Approximately coatings were missing for 7 mm from the broken point. There were no other abnormalities related to the breakage in the subject devices. As the results of the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator, and the exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. The coatings broke off and came off from the cutting wires because of the user handling after the cutting wire was broken. This report is being submitted as a medical device report in an abundance of caution. Please cross reference 8010047-2013-00243.